Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint indicated no problem was detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Due to no device problem was found, the reported problem cannot be reproduced during investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the terminal cover had a bum. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to h6 and h11 field. Updated fields: h2 corrected fields: h6, h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the burnt terminal cover is traced to component failure due to overheating. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.